Event description:
It was reported that during a atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, the physician went retrograde using an ez steer thermocool bi-directional catheter. The physician was ablating at 50 watts on the left lateral wall underneath the mitral leaflet, shortly after, a drop in blood pressure was noticed. The bwi field representative believes the perforation of the left ventricle was confirmed by fluoroscopy. An emergency code was called and CPR was performed on the patient. Also an emergency tee was requested followed a pericardiocentesis by which 4500 ml of fluid was removed from the pericardial space. Surgical support was requested which resulted in a cracked chest but they were unable to suture the perforation. The patient died on the table. The bwi field representative provided additional information on the event. There were no known "other" factors that might have contributed to the cardiac perforation/tamponade event. The user did not experience any difficulty in manipulating the catheter and also did not notice any abnormal signals. It is unknown how many ablations the patient received before the event. The rf generator was set to "power-control" mode at 40 watts ramping up to 50 watts. The temperature cut off setting was 50c and the flow setting was 2ml/min during mapping and 30ml/min during ablation. A long sheath was not used with this catheter. Unknown if the patient received any anticoagulation in the procedure. According to the staff, they do not believe the causality was due to the bwi product.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).